Manufacturer narrative:
Once the investigation has been completed, additional information will be reported in a supplemental report.

Event description:
During surgery, when the surgeon opened the blister package of the screw, the breakage of the plastic package was found. However, the surgeon judged that the sterilization of a product was maintained and used the screw.